Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, h10: h10: two (2) actual devices were received for evaluation. Visual inspection and magnification were performed and the green pull ring cap was observed detached from the patient connector and loose in the pouch of both sets. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line caps (pull ring) on (2) amia automated pd sets were ¿not attached¿. This was observed prior to use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.